Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. There were minor scratches, but no other faults were found. The lift was operating within OEM specifications. One strap and one pillow were each showing wear. The manufacturer notes that the lift operating and product care instructions indicate the safety straps and pillows are to be checked weekly to ensure there are no damage. Reports from the site also indicate that both attendants simultaneously turned their attention away from the resident, which has continued to the event. The manufacturer recommends retraining of the customer, especially regarding the proper use of the safety belt and to make sure all use of the product is properly assisted and supervised. The worn parts must be replaced, if not already done.

Event description:
The facility reports two cnas were pushing the resident on the lift after a bath. When they exited the whirlpool room, one cna was at the head and the other was at the foot. One cna turned to close the door and the other turned to push another resident out of the way. The resident fell off the lift. One cna reports that the resident was strapped on with one of the two straps. Resident suffered a facial contusion (left side) and a large amount of edema and bruising to the left side of her face and left eye. Resident was given medication for the pain as needed. MFR .rep no. 922.